Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion event which caused the customer's blood glucose level to exceed 500 mg/dl, as it displayed as "high" on the cgm. Customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the occlusion issue by changing the cartridge and resuming insulin. No assistance from a third party was required, but the customer reported experiencing recurring occlusion issues and requested a follow-up for additional assistance.